Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer's blood glucose level. The device was expected to be returned for evaluation, and a replacement pump with a new serial number had been issued.